Event description:
Discordant advia 2120 complete blood count (cbc) results were obtained on fifteen pt samples. The results for at least one of the samples had been reported to the physician. The lab realized the error and all fifteen reports were corrected. The customer reports that normal results were reported for a pt who usually rec'd abnormal results on every visit and is known to have a life threatening disease. In this case, the correct results were overwritten by the normal results and pt treatment was withheld. There is no report of adverse health consequences due to withholding pt treatment.

Manufacturer narrative:
The customer called siemens to complain that fifteen pt samples were incorrectly matched to pt requisition numbers. (B)(4). This site transmits data to their list and does not validate results at the instrument. Siemens product labeling in the advia 2120 operator's guide is as follows: identifying unmatched sample results. A sample that cannot be linked with a workorder is designated "unmatched". When you view an unmatched sample the unmatched tube dialog box displays. (B)(4). You can do the following: bypass the sample, validate the sample w/o matching, link the sample to a workorder. The customer is now downloading an alphanumeric value that is added to the sample barcode and is using the end of day tools that will delete unmatched results. The instrument is performing within specifications. No further analysis of the device is required.